Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the water feedset tube and water bag spike of an mr290v vented autofeed humidification chamber after two days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the water bag spike was separated from the water feedset tube. Further inspection showed that sufficient amount of glue was present around the spike tubing connection; however, the glue had not bonded. A lot check revealed two other complaints of this nature for lot number 121211. Conclusion: we were unable to determine definitively the root cause of the reported fault; however, it is possible that the leaks from the feedset tube was due to the failure of the glue bond that joins the spike to the water feedset tube. Our previous investigation on similar complaints have also shown that such problem has been caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). During production, pull testing of the feedset strength at both spike and dome end is performed (B)(4) on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. User instructions which accompany the mr290 autofeed humidification chambers state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).